Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "a lump appeared on the left armpit, became bigger, and painful with time", "MRI diagnosing the intracapsular rupture with infracentimetric left axillary nodes whose signal evokes silicone adenitis". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Patient reported a left side rupture discovered by MRI, pain and swollen breast with ganglions. The device remains implanted.